Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at the scene of an accident. The cause of death was as a result of a car accident which was the customer's fault. The caller stated that the customer had tightness in the chest a week prior to the date of passing that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer had taken off the pump as their infusion set was getting caught or pulling out of their body. The customer was not using sensors. The caller declined to return the insulin pump for analysis.